Event description:
Vascular occlusion [vascular occlusion] rha3 on chin [off label use] case narrative: united states report received from physician via company representative on 16-may-2023 and refers to 21 or over female caucasian patient had received rha3 on (B)(6)2023, for her chin. A volume of 0.5 cubic centimeters (cc) of rha3 syringe was applied to medial chin using an unknown injection technique. The needle was used from the box and cannula was not used during rha3 administration. Previous cosmetic procedures, concomitant medications, and food supplements were not provided. On (B)(6) 2023, the patient complained of pain and bruising. On 16-may-2023 (described as today), the health care professional (hcp) saw the patient as the patient was still complaining of pain, worsening, and bruising. The hcp treated the patient for vascular occlusion. The patient received aspirin, cipro, and five vials of hylanex as treatment. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report.